Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that the x-rays were triggered without a command. Until today, we did not receive any information from the customer about the impact this had for the patient.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will sent to the FDA submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Philips received a complaint from the customer in which it was stated that the x-rays were triggered without a command. No adverse event was reported by the customer until today we did not receive any information from the customer about the impact this had for the patient.

Event description:
Philips received a complaint from the customer in which it was stated that the x-rays were triggered without a command. No adverse event was reported by the customer until today we did not receive any information from the customer about the impact this had for the patient.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow # up will sent to the FDA. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips field service engineer (fse) visited the site and confirmed the issue and observed that short circuit of footswitch cable caused the problem. The replacement of footswitch (including the cable )resolved the issue. As per fse the maximum time duration that the unintended x-ray was on was 15 seconds. Also as per our radiation expert the maximum unintended radiation that the patient might have received is approximately. 0.025mgy. The part is categorized as non-repairable hence not available for investigation. As per communication from fse the exact cause of the short circuit is not known as the cable was intact from outside. Also, the footswitch cable is susceptible to getting stretched as the users try to maintain maximum distance as a measure of radiation protection. Hence this could have lead to the damage to the cable. Moreover, a search for similar with keyword ¿short circuit¿ and failure code as ¿hardware>cabling¿ was done but no similar complaints were found. Conclusion of the analysis: the analysis concluded that the short circuit of the footswitch cable caused the issue and replacement of the footswitch (including the cable) resolved the problem. Exact cause of short circuit of the footswitch cable could not be known. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.